Event description:
It was reported that the patient as hospitalized for nausea on (B)(6) 2003 and (B)(6) 2004.

Manufacturer narrative:
Concomitant medical products: product ID 4351, serial# unknown, product type: lead; product ID 4351, serial# unknown, product type: lead. (B)(4).